Event description:
The pt reported that she received an occlusion alarm. She reported that she changed the adapter, tubing and headset. The pt reported that she disconnected from her infusion site and attempted to prime the tubing. At that time, she noticed that the insulin cartridge was empty. The pt reported that she did not receive the "low cartridge" warning. The pt switched to her back up insulin infusion device. No medical treatment was required. Product was requested to be returned.